Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
H6 - adverse event problem - corrected device code to reflect lead fracture.

Event description:
Additional information revealed that the lead was found to have a potential fracture. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The reported event of ineffective stimulation was confirmed. As received, visual inspection showed the returned lead had a kink on the outer tubing and all the internal lead wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was not getting adequate relief from therapy. The issue began after the patient had a fall on (B)(6) 2020. It was determined that the l2 lead was the cause of the loss of stimulation. As a result, surgical intervention may occur to address the issue.